Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and was admitted to the hospital; bg level was not provided. Reportedly, the customer was using admelog within their pump supplies. Tandem technical support educated the customer regarding off-label insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.